Event description:
(B) (4). Same case as 2134265-2009-05042 and 2134265-2009-05043. It was reported that during a coronary artery stenting treatment procedure, a myocardial infarction (mi) and death occurred. Three lesions were identified in three vessels. Target lesion #1 was located in the left anterior descending artery (lad). The reference diameter was 3.1mm and the lesion length was 9mm with a 100% stenosis. Direct stenting was not attempted. A 3.0x12mm liberte stent was implanted and a non bsc balloon catheter was also used. The residual stenosis was 0%. Target lesion #2 was located in the circumflex (cx). The reference diameter was 2.6mm and the lesion length was 12mm with 80% stenosis. A 2.5x16mm liberte was implanted. No information if direct stenting was attempted. Residual stenosis was 0%. Target lesion #3 was located in the left main (lm). The reference diameter was 3.8mm and the lesion length was 9mm with 80% stenosis. A 3.5x12mm liberte was implanted. No information if direct stenting was attempted. The residual stenosis was 0%. All three procedures were a technical success. An anterior mi occurred during the procedure. EKG changes were observed with the presence of new q waves. No rise was observed in cardiac markers. Anticoagulation at the time of the mi was aspirin and clopidogrel. The subject died during the procedure. The cause of death was cardiac, reported as mi related. No additional information was reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product unavailable for analysis.